Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to exhibiting no capture and unstable thresholds. The lead also contains a possible lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5568-53 lead implanted: 2005 (B)(6). (B)(4).